Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Later in the day on (B)(6) 2025, the patient reported feeling lightheaded. At that time, their cgm displayed a reading of 74 mg/dl. Without access to a blood glucose meter, the patient contacted emergency services. Although the patient could not confirm whether a fingerstick blood glucose test was performed by paramedics, they were administered intravenous glucose and transported to the hospital. Upon arrival, the hospital recorded a blood glucose level of 238 mg/dl. No further cgm readings were documented from that point forward. The patient was discharged approximately two hours later on the same day. There was no documentation of additional medical evaluation or intervention. At the time of this report, the patient is doing well. No further details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, a correction was updated on 10/01/2025. On the day of the event, the patient reported feeling lightheaded and confused. At that time, their continuous glucose monitor displayed a reading of 74 mg/dl. Without access to a blood glucose meter, the patient called emergency services. Although the patient could not confirm whether a fingerstick blood glucose test was performed by paramedics, they were treated with intravenous glucose and transported to the hospital. Upon arrival, the hospital recorded a blood glucose level of 238 mg/dl. No further cgm readings were documented following admission. No additional treatment was deemed necessary, and the patient was discharged approximately two hours later. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).